Manufacturer narrative:
H10: the reported 4.5 twinfix ultra pk anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint. There is oxidation at the lazer marking. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. However, a trend of this nature has been observed with this product in the field, prompting a root cause investigation. A preliminary risk assessment was executed for complaints related to corrosion in the laser mark with a conclusion that the devices perform as intended without introducing any harm to the patient. As a short term measure all single use shaft component parts with laser marking will be 100% screened for stains in the laser marking and on the tip to determine if oxidation is present. In addition a cross functional team has been established to investigate the root cause and determine appropriate actions to reduce the likelihood of oxidation on single use shafts. This investigation will focus on equipment process parameters, handling conditions and transportation methods throughout the supply chain to minimize the opportunity of this failure mode in the future.

Event description:
It was reported that during shoulder rotator cuff repair surgery, the twinfix ultra's inserter was rusty, found under arthroscopic view. The procedure was successfully completed without delay using a s+n backup device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.